Event description:
According to the info rec'd, this valve was a replacement for another sjm valve (sjm 25as-601) that was explanted due to "possible" infection of the sewing cuff and pv leak with dehiscence at the junction of the left coronary and non-coronary cusps. In 2000, the pt was admitted with pneumonia, blood cultures positive for staphylococcus and "possible sub-acute" endocarditis. The pt subsequently expired 2 months later; however, the cause of death is unknown at this time. Add'l info has been requested.